Event description:
Arterial line became disconnected from tessio cath. Approx 200-250 cc blood loss. Air entered into system. Blood loss occurred from tessio cath. Pt lost consciousness. Vital signs present. Pt transported to local ER per ems. Hospital in ccu - on ventilator.